Event description:
It was reported a viperwire advance coronary guide wire with flex tip was used with a diamondback 360 coronary orbital atherectomy device (oad) for treatment of heavily calcified lesion in left anterior descending artery (lad). The vessel was primary wired with an unspecified guide wire then exchanged for a viperwire. Following the initial treatment which was on high speed, imaging revealed that the radiopaque part of the viperwire (spring tip) was fractured. The physician determined it was difficult to remove the fractured part. A stent was implanted to manage the fragment. Adverse patient consequences were not reported. According to the physician, the fracture was due to the stenosis at the lesion. The oad crown did not jump prior to the fracture or contacted the spring tip. There was a mild viperwire bias. The physician does not have any concerns about potential long-term risk outcomes.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a viperwire advance coronary guide wire with flex tip was used with a diamondback 360 coronary orbital atherectomy device (oad) for treatment of heavily calcified lesion in left anterior descending artery (lad). The vessel was primary wired with an unspecified guide wire then exchanged for a viperwire. Following the initial treatment, which was on high speed, imaging revealed that the radiopaque part of the viperwire (spring tip) was fractured. The physician determined it was difficult to remove the fractured part. A stent was implanted to manage the fragment. Adverse patient consequences were not reported. According to the physician, the fracture was due to the stenosis at the lesion. The oad crown did not jump prior to the fracture or contacted the spring tip. There was a mild viperwire bias. The physician does not have any concerns about potential long-term risk outcomes.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely that the material separation, foreign body in patient and related medical intervention is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.